Event description:
The electro surgical unit would reboot and reset itself during the operative procedure. When this would happen the unit was not available for use and required the staff to reset the parameters during the surgical case. Dose or amount: 30 watts cut/30 watts coag. Use: approximately 10 minutes. Reason for use: diagnostic laparoscopy.